Manufacturer narrative:
Correction: based on the information received, edwards is unable to determine the cause of the coronary sinus perforation.

Event description:
Edwards received information that a coronary sinus perforation was discovered after the removal of a proplege catheter. The procedure was converted to an opened sternotomy to repair the coronary sinus injury. Patient status was reported to be unknown.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the cause of the coronary artery perforation. There has been no reported allegation that a product malfunction contributed to the event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU), which have been reviewed and found to be adequate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.